Manufacturer narrative:
Exact patient weight is (B)(6) kilograms. Date of event: date of periprosthetic fracture is not known. PMA/510k: this report is for an unknown plate. Part and lot numbers are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell on an unknown date and sustained a left proximal humeral fracture with radial nerve damage and underwent open reduction internal fixation (orif) on (B)(6) 2016. Patient was implanted with one (1) unknown plate and an unknown number of screws. There was no surgical delay and additional medical intervention was not required. X-rays were taken on an unknown date. The procedure was completed successfully and the patient was reported as stable. Two weeks status-post, patient fell again, resulting in a periprosthetic humeral fracture. Surgeon had to address a new fracture and the original left proximal humeral fracture had not healed, as the patient was only two weeks out, postoperatively. It was discovered under x-ray that the patient had broken the left humeral bone distally to the original implant sight. Patient underwent revision surgery on (B)(6) 2016. Surgeon removed all hardware from the original surgery (plate and screws). There was no issue with the explanted hardware. All hardware was easily removed. Patient was revised to one (1) small fragment locking compression plate, one (1) large fragment locking compression plate and sixteen (16) screws. There was overlapping of bone coverage between the two plates for the proximal and distal humerus fracture. It is unknown which plate was used on which fracture. There were a total of 16 screws used between the two plates. The screws included one lag screw, a combination of 3.5mm cortical locking screws and 3.5mm cortical non-locking screws, 4.5mm non-locking screws and 5.0mm locking screws. There was no delay in surgery. The procedure was completed successfully and patient was reported as stable. This report is for one (1) unknown plate. This is report 1 of 2 for (B)(4).